Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that pyxis had not turned on. The field service engineer had found that drawer 3.1 was causing the entire station to fail to boot up and row board cable had a partial seat failure. The fse reseated the cable and booted up the station and then the drawer opened successfully, and subsequent testing of the drawers in storage space configuration revealed no issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary that the pyxis would not turn on. Reportedly the last nurse who accessed the machine reported the pyxis screen had a message that said close all drawers, pyxis is shutting down. The machine counted down and will not turn back on. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.